Event description:
It was reported that a 64-year-old hispanic female patient underwent primary breast augmentation with a 475cc mentor siltex round moderate profile on both sides and experienced left side deflation and burning sensation on both sides postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Clarification of date of implant was not received after multiples follow up attempts, and the invoice date of impacted devices is not available due implants are old, therefore: date of implant under field d6a has been updated from june 11, 2002 to june 1, 2003 (lot manufactured date). Should more information become available, this case will be re-assessedm and supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, date of implant under field d6a has been updated to originally reported (B)(6) 2002. Mentor is aware of the discrepancy between the date of implant and the manufacturing date of the reported device. Follow ups were conducted, but no response has been received. The information will be sent in as it was reported to mentor. Should additional information be received in the future, a supplemental will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). D6a date of implant

Manufacturer narrative:
On june 9, 2022, serial number confirmation was received. On june 14, 2022, mentor became aware that diagnosis for left side capsular contracture; baker grade iii on (B)(6) 2022. Also, on june 14, 2022, mentor became aware that the date of event was in may of 2022; field b3 has been updated to may 1, 2022, and date of surgery is (B)(6) 2022. No further information was received regarding date of implant. Following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date is (B)(6) 2022. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: right paresthesia. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).